Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low scan results obtained on the adc device compared to unspecified glucose readings obtained on a built-in-meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was unable to self-treat. A non-healthcare professional contacted the emergency services. Upon arrival, the emergency services administered glucose nasal spray and an unspecified infusion for treatment. The customer was not transported to a hospital. There was no report of death or permanent impairment associated with this event.